Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of oversensing and increased pacing impedance noted on the right ventricular (rv) lead. A lead revision in anticipated but has not occurred yet. The patient was in stable condition.

Event description:
New information was received indicating the right ventricular (rv) lead was capped and replaced during the device replacement procedure for normal eri procedure to resolve the event. There was also increased capture threshold noted on the rv lead. The patient was in stable condition.

Event description:
New information was received indicating the device was reprogrammed to resolve the event and the patient was in stable condition.